Manufacturer narrative:
Date received by manufacturer: 09oct2019. Date of report: 23oct2019.

Event description:
The customer reported unknown noise. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 16oct2019. Date of this report: 05nov2019. This report was submitted in error. This issue is not reportable. The customer reported a noisy blower. A noisy blower does not affect the functionality of the vent. The unit will continue to function and ventilate the patient. Noise does not pose any risk of harm to the patient or user.